Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open during the procedure. There was no tissue damage, excessive bleeding or injury to the patient.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. A review of the relevant device history records for this lot found no entries that could have contributed to the complaint. There is no trend associated with this issue and no corrective actions are deemed necessary at this time. Without return of the product the complaint cannot be investigated further and is unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
The customer reported that the device was not locked onto tissue when the issue occurred.